Event description:
The customer used the device to check their blood glucose and obtained a reading of 147 mg/dl. Spouse called the emergency medical technician and their meter read 27 mg/dl. Patient was treated with glucose and taken to the hospital for observation. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.